Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while bending over the patient received a shock from this subcutaneous implantable cardioverter defibrillator (s-ICD). Review of electrogram (egm) strips show that there was a change in amplitude to a very small signal that caused over-counting. There was also some noise, however, this was not marked or oversensed by the device. The sensing vector was reprogrammed to the primary vector and defibrillation threshold (dft) testing was repeated, as the amplitude of the premature ventricular contractions (pvcs) in the primary vector were low. On the first attempt dfts were unsuccessful using the initial vector, however, on the second attempt with the reverse vector it was successful. The system remains in service. No adverse patient effects were reported.